Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. At an unknown time the patient had a blood glucose result of 500 mg/dl on the aviva system. The patient experienced elevated blood glucose symptoms of vomiting, loss of appetite, and difficulty speaking. The patient attempted to self-treat with the infusion device, but it did not decrease her blood glucose levels. In the evening, the ambulance was called and the patient was transported to the hospital. The type of treatment and blood glucose values provided by the paramedics were not provided. At the hospital the patient's blood glucose level was 450 mg/dl. The patient was diagnosed with diabetic ketoacidosis, and was treated with an insulin infusion. The patient was discharged from the hospital on (B)(6) 2016.